Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise resulting in oversensing noted on the right ventricular (rv) lead. No intervention has been taken at this time and the patient was stable and will continue to be monitored.

Event description:
Additional information received indicated that the lead was capped and replaced to resolve the event. The patient was stable following the procedure.